Manufacturer narrative:
Of the four reported malfunction one malfunction lot number was provided, therefore a lot history review is was performed for one malfunction. The device was not returned for evaluation, however medical records were provided for review for all four malfunctions. All the investigations confirmed for perforation and tilt. The definite root cause is unknown based on the available information. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that 2120f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This reports were received from various source. Four patients were involved with no reported patient injury. The four patients ranged from 45-60 years of age and weight was not provided. Of the reported patients, one was male and two were female, and the remaining patient's gender is unknown.